Event description:
A customer reported that their pump no longer recognized the cartridge despite changing the batch. There was no adverse impact to the customer¿s blood glucose level. Upon inspecting the pump, it was found that it started, charged, and was recognized by the computer, successfully loaded a cartridge, and delivered a bolus of 5 units with no alerts or alarms occurring during the system check. The pump was expected to be returned for further evaluation, and a replacement pump with a new serial number was sent.